Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pcp466, xneh7076h19 and no non-conformances were identified. Investigation summary: it was received for analysis an opened box with twelve unopened samples of product code eh7076, lot pcp466. The complaint sample was not returned for evaluation. During the visual inspection of twelve unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problem and examined, no defects, damage or fraying suture along of the strands were observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.per the condition of the representative samples, no fraying suture was found.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: number of devices involved in this procedure? According to customer 'several sutures' were affected. Please confirm the exact event occurrence, did the event occurred prior or during surgery? No information was made available. Name of procedure? Skin suture. Lot number? Pcp466. Note: events reported via mw 2210968-2019-88993, 2210968-2019-88995.

Event description:
It was reported that the patient underwent an unknown skin suture procedure on an unknown date and suture was used. The suture appears to be unraveled or frayed shortly behind needle. There were no adverse patient consequences reported.